Manufacturer narrative:
Batch review performed on 08 nov 2024: lot 1902535: (B)(4) items manufactured and released on 06-jun-2019. Expiration date: 2024-05-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 1 year and 10 months from the primary, the patient came in reporting pain due to a (posterior cruciate ligament) pcl tear and instability, and the cause is unknown. The surgeon revised the poly with a thicker one (from 12 to 17 mm) and the surgery was completed successfully.